Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Based on a review, the system is working within expectations, and we do not see any concerns with the health of the sensor. No further investigation was found necessary for this complaint.

Event description:
Event or problem: on february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.